Event description:
It was reported that the user experienced recurrent low glucose readings while using the ilet bionic pancreas, with a measured blood glucose of 68 mg/dl trending downward and no clear precipitating cause, and the user performed a factory reset with temporary improvement before lows recurred. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. The user treated the low with oral fast-acting carbohydrate. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information to identify a specific device problem or implicated component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.